Event description:
Device 1 of 2. Reference MFR report #1627487-2013-19086. It was reported the pt lost effective stimulation coverage after suffering injuries during an assault. The sjm representative interrogated the system and found invalid impedance on most contacts. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.